Manufacturer narrative:
(B)(4).

Event description:
It was reported that this event occurred in the radiology department and involved a pt receiving PICC line insertion for long term antibiotics. "During a PICC line insertion, the nurse pulled the swg out slightly from the plastic casing so the radiologist could grasp it easily to insert. As the nurse pulled the wire it 'stretched and seemed to unravel'. This wire was set aside and a new swg was opened". The new swg was used to successfully complete the procedure. There was a delay reported, however, there was no harm caused to the pt as a result of this delay. There were no complications, death, or injury reported to the pt as a result of this occurrence.